Event description:
The report stated that soon after ablation was started, the pt mentioned his skin under the return electrode felt scalded. A blister was found. The procedure was completed and the pt was ok.